Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the that main matrix drawer 3 failed to open. A field service engineer (fse) inspection revealed a loose pyxis bus cable connector, which was reseated to resolve the mechanical issue. A separate network connectivity issue was identified, with a ping test showing packet loss. The customer worked with hospital information technology (it) to resolve the network problem. After confirmation from it, the device was successfully recovered, verified online via remote support service, and no further network issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer failed and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.